Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm that was 12 cm in diameter. The seal zones in both common iliac arteries were short. It was reported that the patient was very sick when they arrived for the initial procedure; the patient had very low blood pressure and cardiac issues. Four endurant devices were implanted successfully to treat the emergent rupture. At the end of the procedure, a type ii endoleak was discovered. It was noted after the index procedure was completed that additional grafts might be needed to extend the iliac seal zones; all physicians involved felt that the endurant devices performed well in the emergent case. Approximately three months later, the physician decided to extend both iliac arteries and add an aortic cuff. There was a potential type 1b leak due to the short seal zones; it was not clear what side it might be coming from, but it was suspected from the left. The proximal cuff was implanted as a preventative measure to make the repair more durable; there was no type ia endoleak, but if the sac started to shrink the physician was worried that the seal zone may be stressed. A 28x28x49 was added to proximal seal zone with the graft extending about 8mm proximal to the existing bifurcate. A 16x28x93 was added to the right iliac extending about 2cm distal to existing limb. A 16x13x156 was added to the left iliac and extending about 5cm beyond the existing graft and into the external iliac artery. Final angiogram showed adequate seal zones and no type 1 or 3 endoleaks; the type 2 endoleaks was thought to still be active. The patient has been taking coumadin for atrial fibrillation and the physician feels that the coumadin is keeping the type 2 leak from resolving. The physician will either embolize the ima or discontinue coumadin for a couple weeks at some future date to address type 2 leak. No additional clinical sequelae were reported.